Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that bottle 4 (ethanol) was not in contact with the corresponding sensor at 17:52pm on (B)(6) 2018 for approximately three (3) minutes, which is sufficient time to replace the reagent; and the station properties were reset at 17:56pm on (B)(6) 2018. The instrument log shows that a user selected the <change> radio button from the three (3) available radio buttons on the user interface rather than the <topped up> option. The <changed> option, which should only be selected when the entire contents of the reagent bottle have been replaced with fresh reagent, results in the opening of the <default concentration> dialog box with the following message displayed: "do you want to use the default concentration for this reagent?" At 17:56pm on (B)(6) 2018, the user incorrectly selected the <yes> radio button for bottles 4 (ethanol), which set the ethanol concentration to the default value of 100%. The calculated concentration for bottle 4 was 60% prior to this action. Information provided by the complainant indicates that prior to commencement of the "factory 2hr xylene standard" protocol started in retort a at 18:36pm on (B)(6) 2018 from which sub-optimal tissue processing was reported, a user had topped up bottle 4 and set the concentration to the default value of 100% at 17:56pm on (B)(6) 2018. This finding is supported by the discrepancy between the measured ethanol concentration of 75.8% and that calculated by the instrument software of 100%. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, the reagent from bottle 4 (ethanol) with a measured ethanol concentration of 75.8% was used for the final dehydration step of the "factory 2hr xylene standard" protocol started in retort a at 18:36pm on (B)(6) 2018, from which sub-optimal tissue processing was reported. The root cause of the sub-optimal tissue processing reported was a use error, which occurred between 17:52pm and 17:56pm on (B)(6) 2018, as evidenced by the discrepancy between the measured and calculated ethanol concentration in bottle 4. The facts indicate that manual replacement of the reagent in bottle 4 (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual. The leica peloris/peloris ll user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
Leica biosystems received a complaint regarding 15 "over-process/burnt" biopsies. The complainant reported that error codes "1303" indicating internal voltage is outside normal range but instrument is operating normally; and "1302" indicating that the instrument has recovered from power supply fault and is now operating normally, had been displayed. On (B)(6) 2018, a leica senior applications specialist (fss) visited the laboratory in order to investigate the circumstances involved in this complaint and to provide applications support. The fss was advised by the complainant that: "bottle 4 ethanol was topped off by user, however they reset the bottle as changed". The fss measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer. The variance between the measured ethanol concentration and that calculated by the instrument software was acceptable, with the exception of bottles 4 and 5. The measured ethanol concentration in bottles 4 and 5 was 75.8% and 91.2% respectively; and the calculated concentration was 100% and 86% respectively. The fss replaced the reagent in bottle 4 with 70% ethanol; and replaced the wax in the four (4) wax baths. The fss also provided instrument user training, which specifically detailed the requirements for completing reagent replacement in accordance with the manufacturer instructions detailed in the leica peloris/peloris ii user manual, to laboratory staff. On (B)(6) 2018, leica biosystems received information that all tissue samples which exhibited sub-optimal processing were diagnosable. (This information was received by(B)(6) on (B)(6) 2018). On 15 november 2018 a leica biosystems field support engineer (fse) visited the laboratory in order to investigate the numerous "1303" and "1302" event codes reported by the complainant. The fse found the ad converter on the instrument main board was defectively generating the 3.3v; and the fse resolved the issue by replacing the main board. The event codes "1303" indicating that internal voltage is outside normal range but instrument is operating normally and "1302" indicating that the instrument has recovered from the power supply fault and is now operating normally displayed are not considered likely to have either caused or contributed to the sub-optimal tissue processing reported.